Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noticed last week their ins was flipping up and standing on edge under their skin.